Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer attempted to address the high blood glucose by administering a bolus, but it was unsuccessful due to the pump malfunction. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur afterwards, allowing the customer to continue using the pump. The customer was instructed to contact technical support again if any malfunction code recurs and acknowledged understanding of this guidance.